Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited atrial undersensing during atrial arrhythmia. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that intermittent undersensing continued to be observed during atrial tachycardia (at) / atrial fibrillation (af) episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient continued to experience atrial arrhythmias. During those episodes the right atrial (ra) lead continued to exhibit undersensing.